Event description:
A radiologist reported a patient had essure (fallopian tube occlusion insert) inserted for contraception. Three months after essure insertion hysterosalpingogram showed an unusual appearance, like it was pulled apart. The event had not resolved.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).